Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #12673-03, lot #79038-6h indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.

Event description:
Device #1 issue: knot unraveled. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a technician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an intervention procedure. Reportedly, the knot was noted to be above the tissue track and when advancing, it unraveled. A second proglide device was used and a cuffed miss occurred. The device was removed and the method used to achieve hemostasis was not reported. There were no patient effects reported. Though requested, no additional information was available.